Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl. The insulin pump received insulin flow block alarm. The customer was already changed her set and confirmed that the insulin exited. The customer took correction bolus of 3u after that the blood glucose was went down to 419 mg/dl. The insulin pump will not be returned for analysis.